Event description:
During t2 gtn surgery, the surgeon drilled the proximal screw hole of the nail by the 4.2mm diameter drill. However, the drill bit contacted the nail and the drill bit broke. Therefore the surgeon removed the broken piece from the patient bone. Afterwards, the surgeon inserted screw in transverse screw hole, and completed the operation.

Event description:
During t2 gtn surgery, the surgeon drilled the proximal screw hole of the nail by the 4.2mm diameter drill. However, the drill bit contacted the nail and the drill bit broke. Therefore, the surgeon removed the broken piece from the patient bone. Afterwards, the surgeon inserted screw in transverse screw hole, and completed the operation.

Manufacturer narrative:
After review of the investigation it was determined that this device is concomitant. Did not cause or contribute to this event. If further information becomes available, the reporting decision will be reevaluated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.